Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 351, 920 joules during a prostate procedure. The physician was satisfied with the procedure and therefore, the case was considered complete without the need for an add'l fiber. No pt or end user injury was reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. The MFR assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and MFR to the commercially available model 0010-2090 angled delivery device, greenlight (k062719).